Event description:
According to the reporter, preoperatively, when it was attempted to use and when an attempt was made to take out from the package, the suture broke. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the visual inspection of the returned product noted six sutures and one suture fragment. The six sutures were returned fully wound within the retainer. The retainer was returned removed from the breather pouch, with the tyvek lid/ flap covering the suture ends (closed/ unused state). The suture fragment was returned outside of the retainer. As the product was returned open, the origin of the suture fragment could not be determined. The length of the fragment measured between 3/16 and 1/4 of an inch. The measurement was taken with a steel rule, calibrated asset 28697. The inspection of the retainer noted the suture was properly wound and no damage to the retainer. The sutures were removed from the retainer without difficulty. A tactile and microscopic inspection of the sutures was performed with no abnormalities noted. A tensile strength test could not be performed. The tensile strength of nonabsorbable sutures may be affected by damage during use after the product has been opened and may impact the validity of any test results. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.